Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During the pre-use check, the reported internal leakage test and pressure transducer test failures could be confirmed. The nozzle unit to the air gas module was replaced as it was found to be defective. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test and internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).